Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue. The fse could not duplicate balloon inflation error ran unit at 80 bpm for an hour no errors. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump unit had a balloon inflation issue. No patient harm reported. * balloon inflation issue* sa05203-c6 cs300 rental* no additional details provided* rrso chris dunacs100 upgraded to cs300technicians remarks: * could not duplicate balloon inflation error ran unit at 80 bpm for an hour no errors in addition performed complete pm with full calibration, functional testing and safety check to factory specifications. Unit passes all functional and safety checks and is ready for patient use.